Event description:
During use, part of the pusher wire has divided or sheared on the presidio 18 cerecyte microcoil (pc4180830300/g13065) snapped off during coil prep rendering the coil unusable. The procedure was continue with a similar product, and the patient was stable. The target site was an acom aneurysm. The component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use, part of the pusher wire has divided or sheared on the presidio 18 cerecyte microcoil ((B)(4)) the delivery wire appeared to snap off during coil prep rendering the coil unusable, but the coil remained attached. The procedure was continued with a similar product, and the patient was stable. All guidelines were for followed for prepping the device. The target site was an acom aneurysm. The product was stored per labeling instructions, and no section of the package (inner or outer package) was damaged. After removal from the package, no damages were noticed on the device. There was no serious injury associated with the event, and the component will be returned for analysis. No further information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the resistance during insertion of the orbit coil through the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective action will be taken.